Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that approximately 20 years after implant of an unknown hakim valve, the patient is experiencing positional and pressure headaches with nausea and blurred vision following an MRI scan. His doctor has performed an x-ray showing the valve setting did not move. The doctor believes the patient's symptoms are not related to the valve, but are environmental. There has been no report of revision of the device.